Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00186. It was reported the patient experienced ineffective stimulation. Diagnosis reveled high impedance. In turn, surgical intervention took place during which the existing lead was explanted and replaced. Effective therapy established post-op. It is unknown which lead is related to the issue. Therefore, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.